Event description:
It is reported that the device was implanted in 2007. Post-op, patient presented with pain and x-ray revealed stem had fractured approximately one year after implantation. Revision surgery is pending. Exact implant date is unknown.

Manufacturer narrative:
Evaluation summary: device and x-ray are not provided for review. Mating device details are not available. Patient information such as weight, activity level, build and sex are not available. No engineering analysis can be done with available information. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.